Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The impella was added for left ventricular venting, with difficult implantation due to kinking in the aortic arch. Unable to pass through vasculature and only femoral access was possible. The patient remained on impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.